Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent capture, high pacing thresholds, and high impedance after multiple attempts of repositioning. The lead was not implanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.